Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The patient had device implanted for her bladder 2 days ago. The patient wanted to know if she has to keep the patient programmer on her hip all the time. The patient made an adjustment yesterday and she went all the way up to 9 and it "jerked" the patient's leg. Regarding if it jolted the patient's leg, it was noted "yes". If additional information is received, a follow up report will be sent.